Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient fell and had ruptured patella tendon. The tendon was fixed. Patient had continued knee pain, and was subsequently revised to address the pain and loosening of the femoral and tibial component. Loosening occured at the cement to implant interface. Cement manufacturer is unknown. Both the components came out clean with no cement.